Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011. Pt's target therapeutic range is 2.0 - 3.0. All results were done within 2 hours of each other.